Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) reservoir due to unspecified reasons. A patient outcome was not reported. Additional information received that the reason for the revision of the reservoir was that the patient had adhesions around the reservoir. The patient outcome was reported to be good.